Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.

Event description:
Customer states coughing and shortness of breath. Pulmonologist seen. Customer received prescription prednisone & new inhaler and recommended discontinued use of device.